Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent ventral hernia repair with mesh on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection and urinary frequency.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat incontinence and cystocele/rectocele. Post implantation the patient experienced pain, infections, fistula, recurrence, dyspareunia, vaginal scarring, neuromuscular and urinary and bowel problems. (B)(4) - undefined recurrence; dyspareunia; bowel problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.